Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a presumably loose connection of temperature sensor in the blower module. The complete blower module was replaced. There was no patient or user harm.

Event description:
The following was reported to the hamilton medical ag: original complaint: our service technician turned on the device in order to check it. Then, technical event 232006 occrred. Another service technician replaced the blower module, then technical event 232006 disappeared. He installed the original blower module again, then technical event 232006 occurred again. Complaint summary: tf 232006 (blowertemperaturesensordefect) during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: device alarms with (B)(4) (blowertemperaturesensordefect) during start-up failure effect: device alarms with (B)(4) (blowertemperaturesensordefect) during start-up root cause: the blower module has been identified to be the faulty component. Correction: blower replacement.

Event description:
The following was reported to the hamilton medical ag: original complaint: our service technician turned on the device in order to check it. Then, technical event (B)(4) occurred. Another service technician replaced the blower module, then technical event (B)(4)disappeared. He installed the original blower module again, then technical event (B)(4) occurred again. Complaint summary: (B)(4). (Blowertemperaturesensordefect) during start-up.